Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse was unable to reproduce the problem. The fse inspected the blue fiber cables, the fiber ports, and completed system verification. No trouble was found. A log review was performed during the initial troubleshooting. Errors related to the reported issue were observed. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the non-recoverable faults and the patients anatomy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision cart monitors went black. The clinical sales representative (csr) said the vision cart screens went black and the vision cart power button was flashing, but the robot was on. They got a non-recoverable fault and rebooted the system and the system homed without any errors. Technical support engineer (tse) verified logs and saw 23 error's pointing to the rear core fiber port on the vision cart. The csr said a nurse was moving another cart in the room by the vision tower when the error occurred, and they possibly could have stepped on the blue fiber cable and pulled it out. After the reboot on the da vinci system, it homed and was working, but the csr said the customer was converting to laparoscopic, because of the robot issue and patient anatomy. The procedure was continuing with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report